Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 360 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of the lead safety switch (lss) being triggered were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead had fracture and a lead safety switch (lss) was triggered. This lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead had fracture and a lead safety switch (lss) was triggered. This lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead had fracture. This lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.